Event description:
It reported that the patient had a back surgery for an unknown reason and the ipg was fried. Additional information was received that the previous back surgery was not device related. The pain doctor suspected that during the back surgery, cautery was used. The damaged ipg was replaced and patient was doing well postoperatively. The explanted ipg will not be returned. Per the physician implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It reported that the patient underwent an unknown back surgery and as a result, the ipg was fried.